Event description:
It was reported that the stenoscope system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pin connector was repaired during the service call. The system was tested and found to be working, and put back into service.